Manufacturer narrative:
Device evaluation follow-up #1 - the device was returned to animas and evaluated by product analysis on 08/27/2015 with the following results. The returned battery cap has stripped threads and the coin slot on the top is damaged; it is unable to attach to the pump. The battery compartment is cracked below the bumper pad. A new test cap is able to fully attach to the pump. The idle, sleep, rewind and load currents were tested with an external power supply; all were found to be within the required specification. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removal of the pump cover showed no evidence of moisture ingress. No damage to the power circuit or battery flex was found. Returned cartridge cap used for testing. The black box shows a replace battery alarm on (B)(4) 2016 15:47 followed by power on reset. A basal delivery was then made at 17:57 and 18:00 followed by power on reset. Deliveries resumed at 18:49. On (B)(6) 2015 15:59 a por occurred. When pump was powered back on the time/date was never corrected and pump ran on default settings until end of use.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the following: patient had a blood glucose (bg) of up to 1300 with confusion, dizziness, headache, achiness, and unsteady gait; the pump had battery life power issues patient was taken to ER by spouse where pump was discontinued. Patient admitted to hospital with diabetic ketoacidosis (dka) and treated with injections and IV fluids. Upon troubleshooting the pump - frequent low/replace battery alarms were noted (approx every 3 days) - one said day patient only received roughly 5.00 of 24.00 of total basal due to alarms interfering with insulin delivery. Customer support also found during troubleshooting that the battery cap had stripped threads. Advised to discontinue pump and pump replaced. This complaint is being reported as the patient experienced dka related to the power issues.